Event description:
The customer contacted pmt stating that the integra tissue expander they were using had a pin hole in the shell. The tissue expander was removed and replaced with a new one. Original implantation date and explantation dates are unknown.

Manufacturer narrative:
Puncture could not have occurred during the manufacturing process.